Event description:
Healthcare professional, has reported that a female patient who had a gamma 3 nail inserted to the right hip on (B)(6) 2013 due to a fracture caused by falling off their bike, has been suffering from back pain, possibly caused from a limp allegedly relating to the gamma 3 nail where the operated limb has been shortened. Surgeon has reported that the patient complained of pain in their back at an initial follow up after surgery on (B)(6) 2013. Surgeon has reported that the time of the event the patient was(B)(6) and was (B)(6). The patient has previously suffered fractures on the same side of the operated limb; in 2000 the patient suffered an open tibia + fibula fracture, in 2006 an ankle fracture and in 2010 a fibula fracture. Also the patient has previously suffered fractures on the contralateral side of the operated limb; in 1976, the patient suffered a knee and ankle fracture, in 1980 a humerus fracture and in 2010 a colles fracture. The patient has only 30 degrees of flexation in left knee because of fracture in 1976. The patient is currently taking medication fro osteoporosis. Surgeon has reported that the shortening of the operated limb was resolved for the patient on (B)(6) 2013, by wearing corrective footwear. This adverse event is being investigated as part of clinical investigation insite- intramedullary nail versus sliding hip screw inter-trochanteric evaluation.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance; another non-conformity was not found. Therefore no corrective actions are deemed necessary at this time. Received x-rays indicated that the implants had fulfilled their tasks ¿ temporary stabilization of a bone fracture ¿ for a period of approx. 3 months. As no pre- and post-operative x-rays were provided the initial implant positions and the course of bone healing could not be determined. The nail (including the lag screw) did not show any deficiencies on received x-ray. It could not be determined if the fracture site had subsided ¿ which is a feature (in a limited range) of the gamma system ¿ during the implantation period. Considering the patient¿s history of several bone fractures it could not be excluded that the root causes of those events may have contributed to alleged shortening. However, the matter was treated with prescribing corrective footwear (no surgical intervention) and was resolved on (B)(6) 2013. According to received information no further information could be expected. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device resulting in a malfunction or adverse consequence. With available information a deficiency of the nail could not be verified. Device not returned.

Event description:
Healthcare professional, has reported that a female patient who had a gamma 3 nail inserted to the right hip on (B)(6) 2013 due to a fracture caused by falling off their bike, has been suffering from back pain, possibly caused from a limp allegedly relating to the gamma 3 nail where the operated limb has been shortened. Surgeon has reported that the patient complained of pain in their back at an initial follow up after surgery on (B)(6) 2013. Surgeon has reported that the time of the event the patient was (B)(6) years old, weighed (B)(6). The patient has previously suffered fractures on the same side of the operated limb; in 2000 the patient suffered an open tibia + fibula fracture, in 2006 an ankle fracture and in 2010 a fibula fracture. Also the patient has previously suffered fractures on the contralateral side of the operated limb; in 1976 the patient suffered a knee and ankle fracture, in 1980 a humerus fracture and in 2010 a colles fracture. The patient has only 30 degrees of flexation in left knee because of fracture in 1976. The patient is currently taking medication fro osteoporosis. Surgeon has reported that the shortening of the operated limb was resolved for the patient on (B)(6) 2013, by wearing corrective footwear. This adverse event is being investigated as part of clinical investigation insite- intramedullary nail versus sliding hip screw inter-trochanteric evaluation.